Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia, with blood glucose reaching 239 mg/dl and remaining above 180 mg/dl for over two hours, without alarms for sustained readings above 300 mg/dl. The user reported no back-up therapy use, no ketone testing, no medical intervention, and no immediate health effects. The user believed the device was not delivering sufficient insulin and noted multiple recent target changes; daily insulin use was approximately 114.4 units. Symptoms included elevated blood glucose without reported systemic symptoms. Outcomes included inconvenience and need for troubleshooting and education. Investigation included review of device data, user coaching on infusion set site rotation and snack announcing, and consideration of a factory reset due to repeated target changes. It was concluded that the cause of hyperglycemia was unclear and that the device was functioning without alarms; the device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.